Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed the alleged issue that the instrument had a broken wire. Engineering evaluation found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Engineering evaluation indicated that the clevis did not exhibit any damage or wear marks. The other cables of the instrument's wrist did not exhibit any damage. Engineering evaluation also found a deep scratch on the instrument's main tube. The distal end of the main tube had a scratch that exhibited light material removal and a rough surface finish. The scratch was found to be approximately .6270 long at distal end. Engineering concluded that the main tube damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire of the prograsp forceps instrument was broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.